Event description:
It was reported that the customer's pump "doesn't work anymore". There was no reported impact to the customer¿s blood glucose. Reportedly the customer declined additional troubleshooting with tandem technical support and no additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.